Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0 x 150, 135cm mustang¿ balloon catheter was advanced to dilate the lesion. However, after treatment, the balloon ruptured at 20-24 atmospheres. The device was completely removed from the patient's body and the procedure was completed. No patient complications were reported and the patient's status was fine.